Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device can not be returned due to contamination.

Event description:
It was reported that the locking screw would not lock into the plate. Additional information received: the surgery was completed successfully, they exchanged screw which then locked into the plate correctly. There was a five minute delay to the procedure.

Manufacturer narrative:
Please note correction to h6 results code. The reported event could be confirmed. The device inspection revealed the following: we have been sent two pictures of the screw complained. Since these are pictures taken with a camera, we cannot analyze in depth as with a microscope. However, we see a piece of metal has been detached. This spiraled appearance indicate the shaved off material. The damage pattern may indicates high force application during locking attempts. But we would need more information to validate and determine the root cause. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the locking screw would not lock into the plate. Additional information received: the surgery was completed successfully, they exchanged screw which then locked into the plate correctly. There was a five minute delay to the procedure.